Event description:
The patient contacted baxter and reported that the transfer set has disconnected from her catheter. The hospital advised the patient to turn the cycler off. The patient requested assistance removing the cassette from the cycler. The patient was not connected at time of report, however, is going to go to the hospital. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample available for evaluation. A batch review of the manufacturing lot is not possible since the lot is unknown. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number cannot be provided in this report because the product code is unknown at this time. A follow-up report will be submitted if any additional information is received